Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) hospitalized on (B)(6) 2025 due to peritonitis. The pd registered nurse (pdrn) reported the patient was hospitalized (B)(6) 2025 due to peritonitis, as patient¿s preliminary peritoneal effluent fluid culture returned positive for pseudomonas aeruginosa on (B)(6) 2025. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2025, and the patient transitioned to hemodialysis (hd) utilizing a preexisting left arteriovenous fistula (avf). The patient was discharged on (B)(6) 2025 and began outpatient hd the same day. The cause of the peritonitis is unknown; however, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which warranted hospitalization, presumed antibiotic therapy, and the permanent transition to hd for rrt. The etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. However, per the pdrn the serious adverse event was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site. Pseudomonas aeruginosa favors moist areas, such as sinks and toilets, and can be isolated from soil, water, and occasionally the armpits and genital area of humans. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) hospitalized on (B)(6) 2025 due to peritonitis. The pd registered nurse (pdrn) reported the patient was hospitalized (B)(6) 2025 due to peritonitis, as patient¿s preliminary peritoneal effluent fluid culture returned positive for pseudomonas aeruginosa on (B)(6) 2025. The patient¿s pd catheter (not a fresenius product) was removed on 27/mar/2025, and the patient transitioned to hemodialysis (hd) utilizing a preexisting left arteriovenous fistula (avf). The patient was discharged on (B)(6) 2025 and began outpatient hd the same day. The cause of the peritonitis is unknown; however, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.